Event description:
The customer sated that a cardiac tamponade was detected after ablation and during mapping. It was reported that a competitor catheter was used for ablation while the navistar catheter was used for mapping when the patient's blood pressure decreased, and an abnormality of his heart movement was detected. The cardiac tamponade was detected by an echocardiogram. The physician is of the opinion that the tamponade was caused in relation to the competitor catheter used. The patient status has been reported as stable.

Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No not use excessive force to advance or withdraw the catheter when resistance is encountered."